Event description:
It was reported that the pump finished and was fully consumed with 11 ml remaining in the cassette. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Functional and visual tests were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no further actions were taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.